Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device : location of device unknown"), salpingitis ("chronic salpingitis"), pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 06-275-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight, multigravida and parity ((B)(6) 2009,(B)(6) 2011). Concomitant products included medroxyprogesterone acetate (depo provera). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils and underwent bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, salpingitis, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, headache, vaginal discharge, weight increased and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, salpingitis, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 193 lbs. Right side- 2 trailing coil, left side-4 trailing coil in pfs, regarding essure removal. Have you had your essure (or any part of the device) removed? No salpingectomy (bilateral removal of fallopian tubes) findings: bilateral fallopian tubes with no essure device is visible no springs was visible in the peritoneal cavity. Inspection of the large bowel and pelvic peritoneum revealed no evidence of essure springs in the abdominal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs and mr received : ""events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, migration of essure device : location of device unknown, pregnancy (no complications), vaginal discharge, weight gain, back pain, she did not undergo essure confirmation test, chronic salpingitis", reporter, medical history, concomitant drug, lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device : location of device unknown"), salpingitis ("chronic salpingitis"), pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 06-275-dk-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight, multigravida and parity ((B)(6) 2009, (B)(6) 2011). Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils and underwent bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, salpingitis, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, headache, vaginal discharge, weight increased and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, salpingitis, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 193 lbs. Right side- 2 trailing coil, left side-4 trailing coil. In pfs, regarding essure removal. Have you had your essure (or any part of the device) removed? No salpingectomy (bilateral removal of fallopian tubes) findings: bilateral fallopian tubes with no essure device is visible no springs was visible in the peritoneal cavity. Inspection of the large bowel and pelvic peritoneum revealed no evidence of essure springs in the abdominal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: quality safety evaluation of ptc(product technical complaints). No valid lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.